Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as blisters and bedsores under the vibration box. The patient reported being bedbound. There was no alleged device malfunction contributing to the irritation. The patient¿s nursing staff has been treating bed sores with bandages. Follow up indicated that sores improved.